Event description:
The account alleged the side rails would not latch. No patient impact.

Manufacturer narrative:
The account found the side rail lower pivot bolts are not holding in the lower side rails. The account replaced both side rails to resolve the issue.